Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The blood glucose at the time of the incident was 142 mg/dl. During troubleshooting, the customer confirmed there was no damage at the tubing connector. Insulin did not exit after disconnecting and reconnecting the infusion set and reservoir. The customer was advised to change the infusion set. She mentioned she had trouble with air bubbles but was able to push them out. The customer stated she is a new user and received training the day before, but needed to be trained again. The customer was unable to follow the troubleshooting steps due to inexperience; she wasted insulin and reservoirs and could not complete the process. The customer would revert to back-up plan and was advised that additional training was requested. The device will not be returned for analysis.